Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I walked just after surgery, but pain medicine was needed. I have a high toleramce for pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("I walked just after surgery, but pain medicine was needed. I have a high toleramce for pain"), pelvic pain ("when I sneeze or cough or have sex sit quckly I have sharp pain where my coils are"), urinary incontinence ("bladder leakage") and allergy to metals ("nickel allergy"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the procedural pain, pelvic pain, urinary incontinence and allergy to metals outcome was unknown. The reporter considered allergy to metals, medical device removal, pelvic pain, procedural pain and urinary incontinence to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in social media : medical device removal and procedural pain". Most recent follow-up information incorporated above includes: on 20-feb-2020: content from plaintiff fact sheet received. Events bladder leaking & nickel allergy were added. Patient & reporter added. On 20-feb-2020: social media content received. No new clinical information received. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I walked just after surgery, but pain medicine was needed. I have a high tolerance for pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("I walked just after surgery, but pain medicine was needed. I have a high tolerance for pain") and pelvic pain ("when I sneeze or cough or have sex sit quickly I have sharp pain where my coils are"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the procedural pain and pelvic pain outcome was unknown. The reporter considered medical device removal, pelvic pain and procedural pain to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal and procedural pain. Most recent follow-up information incorporated above includes: on 3-dec-2019: event pelvic pain was added. Reporter & patient information updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I walked just after surgery, but pain medicine was needed. I have a high tolerance for pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("I walked just after surgery, but pain medicine was needed. I have a high tolerance for pain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the procedural pain outcome was unknown. The reporter considered medical device removal and procedural pain to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media: medical device removal and procedural pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.